Manufacturer narrative:
Medwatch field b7 other relevant history was updated with additional information. As no samples from this donor were available for investigation, no conclusions could be drawn. Serum or plasma samples from the very early (pre-seroconversion) phase or the late phase of a syphilis infection can occasionally yield negative findings. A general product problem was not found.

Manufacturer narrative:
The analyzer serial number was not provided. Sample material from the donor samples was requested for investigation. The investigation is ongoing.

Event description:
There was an allegation of questionable false-negative elecsys syphilis results for donor samples from a cobas e801 analyzer. The donor was providing platelet donations. On (b)(60 2025, the result was 0.118 coi (non-reactive). On (B)(6) 2025, the result was 0.409 coi (non-reactive). The result using the abbott architect was 2.63 s/co. No interpretation was provided. The repeat result using a cobas e602 analyzer with reagent lot 828482 was 0.382 coi (non-reactive). On (B)(6) 2025, the result was 10.5 coi (reactive). The result using the abbott architect was 12.37 s/co. No interpretation was provided. The repeat result using a cobas e602 analyzer with reagent lot 828482 was 7.53 coi (reactive). Additional information was provided that, using a different abbott analyzer and also diasorin liason, the syphilis results were found positive. No specific data was provided. Due to the limited information available, this event is being reported out of an abundance of caution. Refer to the medwatch with a1 patient identifier (B)(6) for additional samples involved in the event.